Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer tested bd syringe and found that the volume displayed in syringe pump is less than the actual volume. The testing was done programming with both old and new guardrails data set and observed a difference between both volumes. There was no information on patient involvement. Despite repeated requests, the customer did not provide additional information.

Manufacturer narrative:
Omit:b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes.

Event description:
It was reported that the customer tested bd syringe and found that the volume displayed in syringe pump is less than the actual volume. The testing was done programming with both old and new guardrails data set and observed a difference between both volumes. There was no information on patient involvement. Despite repeated requests, the customer did not provide additional information.